Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes the down & act button were unresponsive and screen got dim. The customer's blood glucose value was unknown. Customer stated they have had 3 or 4 unexplained no insulin delivery alarms and sounds were louder while rewinding. The devices will not be returned for analysis.